Event description:
Technician alleged that the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician replaced the side rail latch shoulder bolt, nut, and flange bushing to resolve the issue.